Event description:
Pt admitted 4/28/96 for pain control, poss. Recurrance. Port placed approximately 6 months ago. Port had been used without any problems. They were planning to use port this admission, but pt noticed pinching sensation in left shoulder when she laid on that side. Had chest x-ray which showed the port had become dislodged and there was evidence of separation of the catheter. On evaluating the chest x-ray, it does appear that her catheter is fractured at site where it passes between the rib and clavicle. 4/30/96, port removal and retrieval of cath with new port placed.